Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to persistent pseudomonas bacteremia with recurrent systemic inflammatory response syndrome (sirs) symptoms. The patient first presented with a driveline infection in (B)(6) of 2013. The patient underwent an external driveline site incision and drainage with wound vac placement, was started on IV antibiotics and was seen in the wound care clinic twice a week. In (B)(6) of 2014, blood cultures came back as pseudomonas bacteremia and the patient was admitted to the hospital. IV antibiotics and wound vac treatment was continued. The patient chose palliative care and signed a do not resuscitate directive. The patient was discharged home on (B)(6) 2014 with continued antibiotics and symptomatic treatment. From (B)(6) 2014 until (B)(6) 2014 the patient continued to decline despite ongoing antibiotics and wound care. On (B)(6) 2014, the home health rn reported that both the patient and his wife had voiced interest in hospice care. The vad staff received a call from the hospice rn on the morning of (B)(6) 2014 informing them that the patient had passed in the night.

Manufacturer narrative:
Approximate age of device - 1 year, 18 days. The lvad pump was not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.